Manufacturer narrative:
Reliability analysis inspected 1 opened/used partial sensor and found sensor cannula bent back (retracted) outside of the sensor back. Also found sensor cannula broken missing broken part. See attachment file for more details. Unable to confirm needle anomaly due to cust did not return needle. Only sensor. Unable to confirm cust received sensor damage due to counter turned opened /used.

Event description:
Customer reported via phone call that sensor pulled back out of the body after attempting to release serter. Customer's blood glucose was 84 mg/dl. It was reported that sensors were expired and customer states will continue to use them.